Event description:
The customer reported to olympus, the evis exera iii xenon light source had a black screen, communication errors and a b30 error message during set up prior to an unknown diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The device was sent to olympus for evaluation and the customer¿s allegation was not confirmed. A worn out socket slider switch was found and it caused intermittent use of the high intensity mode. The olympus lamp life meter read over 500 hours and had the lamp life was expired. Black stains were found on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.